Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the cardioplegia pump did not occlude as expected. The device was not changed out for the procedure. There were no reported adverse consequences to a patient as a result of this event.